Event description:
We received an allegation of questionable inr result with coaguchek xs meter serial number (B)(6) compared to a laboratory using recombinant tissue factor thromboplastin reagent. At 7:45 am, the meter result was 3.3 inr. The result from the laboratory within minutes was 2.5 inr. Customer's therapeutic range is 2.0-2.5 inr. The customer tests every two to three weeks.

Manufacturer narrative:
On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. The investigation did not identify a product problem. The cause of the event could not be determined.